Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported power issue. However, it was observed that one of the batteries was not latched in properly. The cause of the power issue could not be determined. The reported logged event code was verified. It was determined that the code was caused by the operator performing the user test after powering on the device immediately without pausing. There is a software issue with the device that causes the code to be logged when the aforementioned event takes place. After observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device powered off by itself. In addition, it was reported that their device logged a critical event code. The event code is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device powered off by itself. In addition, it was reported that their device logged a critical event code. The event code is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.